Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 3am with blood glucose was 420 mg/dl. The current blood glucose is 138 mg/dl. The customer treated their high blood glucose with manual injection and insulin drip, treated with fluids and electrolytes. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.